Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Mfg site name- (B)(4). A lighttrail reusable laser fiber was received for analysis. Visual examination of the returned device revealed that there is no exposed glass fiber tip remaining. Examination under magnification revealed that the condition of the tip face is consistent with a fracture, indicating that the tip broke off. Functional analysis revealed that the fiber was recognized by the laser unit. Therefore, the reported event was not confirmed. The aiming beam exiting from the fiber break was bright, clear and scattered. Additionally, the console indicated that the fiber had been used zero times. This indicates that the tip most likely broke off during packing for return. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause of tip detaching is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a lighttrail reusable laser fiber was used in the prostate during a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2015. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during preparation, an error 1077 appeared indicating that the laser fiber was not recognized by the console. They tried reconnecting the fiber multiple times but the same thing happened. The procedure was completed with a different laser fiber using another console. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.